Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (code 204) has been confirmed. As received, the trunk cable was damaged with a broken wire inside of the insulation. The root cause of the damaged cable cannot be positively identified, but was likely a result of excessive force. Once the cable was replaced, the belt was fully functional. No adverse event resulted from the defective electrode belt cable. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report that the device is alarming him to call for service. The patient reported a service code 204 was on the monitor screen. The patient was provided with a replacement electrode belt.